Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the system generator will automatically restart; onsite inspection result was checked and found that e433 error pop up. The issue occurred during inspection for use of the generator for a therapeutic transurethral resection of bladder tumor procedure. There were no reports of patient harm.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed and found a damaged component on the high voltage power supply board typically. Based on the results of the investigation, it is likely that high voltage or surge currents have passed through the device leading to reported failure. However, the root cause of the component failure could not be determined. Olympus will continue to monitor field performance for this device.